Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during investigation, the pump was powered on and the display appeared to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.